Event description:
It was reported that the device battery depleted more quickly than expected. It was noted there were high thresholds on the right ventricular (rv) lead. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products continued: 500dm mechanical valve: (B)(6) 1999. (B)(4).